Event description:
It was reported that the pulse generator (pg) had intermittent atrial and ventricular capture with atrial undersensing and apparent loss of ventricular output. The leads were tested with the analyzer and a new device and displayed proper pacing and impedance thresholds with both. The pg was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.